Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp motor stall recall 2013- 03/26/2013 15:10:26 william burdette (wburdett) recall repair contact derric horn, biomed, 626-857-3181 for repairs 05/01/2019 07:18:15 jeannette kenefick (jkenefic) new contact: loi phung - biomed 626-857-3181 lophung@mail.cvhp.org *this unit may be affected by both lvp motor recall and lvp bezel post* 09/18/2019 08:05:07 christoffer barasi (cbarasi) unable to create inbound delivery due to error 10/09/2019 09:29:42 crisleivy pena (crpena) there was no patient involvement. Confirmed updated from rcl to mjr for the major repair needed per terry wilson, service tech. Repair approved by loi phung, biomed, at lphung@ emanatehealth.org for $365. New po# 622650. 10/17/2019 05:53:02 annette a mendez (amendez) 9632001960920413730700119242594136 11/15/2019 09:50:00 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.